Event description:
On (B)(6) 2024, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that on (B)(6) he received two consecutive bg readings from his dario meter that were 60 mg/dl difference between the two readings. The user also stated that prior to contacting dario on (B)(6) he tested his bg readings four times in a row and received a 70 mg/dl difference between the readings.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.